Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. As the event had occurred in the past, tandem technical support was unable to determine if the customer followed the on-screen instructions when loading the cartridge. The customer was able to load a cartridge successfully and resumed insulin therapy.